Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. H3 other text: not returned.

Event description:
Patient's husband reported the patient stepped up a curb and heard a "loud crack". Patient followed up with surgeon who indicated the native patella was left in situ during primary surgery and the native patella bone cracked. Surgeon does not plan to revise at this time and will provide alternative treatment. Husband stated, they have no reason to believe it was the product itself and will not be providing any additional information at this time.